Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the following issues were observed on the pacing lead: helix extension/retraction difficulties, a greater number of turns were required to extend/retract the helix and fixation difficulties. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.